Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the device was discarded. Field h6 has been updated on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 22, 2020, photo evaluation was completed. Upon visual evaluation of the images provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to the procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/10/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 3/20/2020, mentor became aware that surgery was cancelled and no new date has been provided so far. Supplemental report will be submitted once an updated surgery date is available. Hence, method code under field h6 has been updated on this form to device not accessible. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/21/2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 method code has been updated to "device not returned". This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 9, 2020, mentor became aware that patient experienced right side pain and left side capsular contracture; baker grade IV and the replacement devices used were catalog number 3507501bc; serial number (B)(6) on the left side and catalog number 3507501bc; serial number (B)(6) on the right side. Clinical code "capsular contracture" has been added to field h6 on this form. On december 15, 2020, device re-evaluation was completed due to capsular contracture reported. Upon visual evaluation of the images provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 8, 2020, mentor became aware that the patient's age was 42. Field a2 has been updated on this form. On june 23, 2020, mentor became aware that the right implant was intact. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient with unspecified age and race underwent unspecified breast augmentation with 550cc mentor smooth round moderate plus profile on both sides and was presented with bilateral breast implant deflation postoperatively. As a result, the devices will be explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.